Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) protruded from the patient's skin. The sealant was deployed partially out of the skin and was not dislodged from the arteriotomy. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The user was trained to the device. The device was opened in a sterile field and was prepped and stored according to the instructions for use (IFU). The procedure used a retrograde approach. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. No visible damage was observed on the sheath or at the distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm, with little vessel tortuosity. The stick location was the femoral artery, and there was no presence of pvd or calcium near the puncture site. There was no shallow vessel depth. No anticoagulants, antiplatelets, or thrombolytics were used. The patient was not hospitalized or had their hospitalization extended as a result of the event and recovered after the mynx event. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynx control vascular closure device (vcd) protruded from the patient's skin. The sealant was deployed partially out of the skin and was not dislodged from the arteriotomy. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The user was trained to the device. The device was opened in a sterile field and was prepped and stored according to the instructions for use (IFU). The procedure used a retrograde approach. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. No visible damage was observed on the sheath or at the distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm, with little vessel tortuosity. The stick location was the femoral artery, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. There was no shallow vessel depth. No anticoagulants, antiplatelets, or thrombolytics were used. The patient was not hospitalized or had their hospitalization extended as a result of the event and recovered after the mynx event. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the fully depressed position. The stopcock was closed, and no syringe was returned for evaluation. The sealant was not returned with the unit. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were observed during the visual inspection. A simulated deployment test could not be performed, as the unit was received in a fully deployed state and the sealant was not available for evaluation. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant deploying partially out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (even the customer reported realigning with the angulation and removing the device with light fingertip compression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.